Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified tool and electrocautery marks on the device case. The device was able to be interrogated and a memory download was performed successfully. Review of device memory found that the patient log format was invalid and identified messages consistent with a memory anomaly. The memory anomaly was corrected and further memory tests noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. The root cause of the memory anomaly was unable to be determined throughout testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified tool and electrocautery marks on the device case. The device was able to be interrogated and a memory download was performed successfully. Review of device memory found that the patient log format was invalid and identified messages consistent with a memory anomaly. The memory anomaly was corrected and further memory tests noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. The root cause of the memory anomaly was unable to be determined throughout testing. This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded battery depletion, template corrupt, template lost, sensing not fully optimized, and warm boot codes indicating a device reset resulting in several alerts in the remote home monitoring system. Additionally, a high shock impedance alert was observed that occurred prior to implant. It was noted that the patient had undergone a medical procedure approximately two months ago, however, review of remote interrogation data from one month ago noted no anomalies. Another remote interrogation was performed after review of device memory and noted appropriate device behavior with appropriate battery measurements, impedance measurements, and no stored episodes or anomalies observed. Boston scientific technical services (ts) discussed the potential for a memory anomaly and device replacement was recommended. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded battery depletion, template corrupt, template lost, sensing not fully optimized and warm boot codes indicating a device reset resulting in several alerts in the remote home monitoring system. Additionally, a high shock impedance alert was observed that occurred prior to implant. It was noted that the patient had undergone a medical procedure appropriately two months ago, however, review of remote interrogation data from one month ago noted no anomalies. Another remote interrogation was performed after review of device memory and noted appropriate device behavior with appropriate battery measurements, impedance measurements and no stored episodes or anomalies observed. Boston scientific technical services (ts) discussed the potential for a memory anomaly and device replacement was recommended. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.